Manufacturer narrative:
G4: 04oct2019, b4: 07oct2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The central processing unit (cpu) printed circuit board assembly (pcba) was replaced by the field service engineer to address the issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. A follow up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of backup alarm failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.